Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth telemetry loss. The patient was brought into clinic, and it was confirmed that the icm was in bluetooth telemetry (ble) lockout mode due to excessive telemetry use. Additionally, it was noted that the icm was under-sensing. The patient was asymptomatic. The icm was reprogrammed, and the patient left in stable condition.